Event description:
The patient was implanted with two sjm scs percutaneous leads (from the same lot) on (B)(6) 2004. The patient did not have coverage as desired. The physician elected to replace percutaneous leads with two new leads. The sjm representative noted one of the contacts on the lead appeared to be broken. The patient reported good coverage and comfortable stimulation post-operative. No further patient complications were reported.

Manufacturer narrative:
Evaluation: results: product was received incomplete. Both leads were cut and were missing their terminal ends. The cut is consistent with the explant procedure. No functional testing could be performed due to the leads being cut. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.